Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial b)(4), serial# (B)(4),implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The patient experienced increased pain. The outcome was resolved without sequelae. Interventions included reprogramming and lead repositioning. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included imaging which showed that the lead migrated. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient reported increased pain following implant. Reprogramming did not provide improved pain control. Fluoroscopy revealed the leads had migrated. Relevant medical history included: spinal pain